Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii/IV, malposition and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported malposition, pain and symptoms consistent with capsular contracture (baker grade iii or IV) and pain ¿hard uncomfortable,¿ ¿like two oranges,¿ ¿I can¿t lie on my stomach (due to pain)¿. Device remains implanted. This record is for the right side.